Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician was attempting to use a fortrex high pressure balloon dilatation device for treatment in the left mid popliteal artery of a patient. No abnormalities reported in relation to anatomy. Device was prepped as per IFU. It was reported that a balloon pin hole burst occurred during balloon inflation. It was reported that this occurred at 20atms. The balloon was replaced. No patient injury reported for this event.